Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 36 complaints, regarding 41 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to improper use of this or any intrauterine instrument can result in perforation of the uterine wall and subsequent bleeding. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, medium, uterine manipulator, was being used during a robotic hysterectomy procedure on (B)(6) 2025. When it was reported, ¿vcare cervical balloon did not maintain air & deflated mid case. The vcare perforated the uterus. No surrounding organ damage was noted. Upon inspection of the device it was noted the balloon was leaking air and would not stay inflated. Tip of device was not blunt and the manipulator would not hold air.¿ there was no report of medical intervention or hospitalization for the patient. The procedure was completed with an alternate device causing a 20-to-30-minute delay. Further assessment found that the failure occurred during manipulation of the uterus. This report is being raised due to the reported injury of balloon deflation likely causing uterus perforation during manipulation.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, medium, uterine manipulator, was being used during a robotic hysterectomy procedure on 14feb25 when it was reported, "vcare cervical balloon did not maintain air and deflated mid case. The vcare perforated the uterus. No surrounding organ damage was noted. Upon inspection of the device it was noted the balloon was leaking air and would not stay inflated. Tip of device was not blunt and the manipulator would not hold air." There was no report of medical intervention or hospitalization for the patient. The procedure was completed with an alternate device causing a 20-to-30-minute delay. Further assessment found that the failure occurred during manipulation of the uterus. This report is being raised due to the reported injury of balloon deflation likely causing uterus perforation during manipulation.